Event description:
Info received that there was no head up function on bed. Head of bed was all the way. No injury reported.

Manufacturer narrative:
Technician located the bed in bed shop. No head up function - head of bed was all the way down. Cause: valve solenoid was stuck. Replaced the valve solenoid to resolve this issue.